Event description:
On (B)(6) 2013, the patient contacted animas for assistance with her isf settings. Costumer support (cs) confirmed with patient that the settings were as the health care provider (hcp) had prescribed. During the course of the conversation, patient alleged her blood glucose (bg) had gone low at night (less than 41 mg/dl, requiring her husband to pour cola into her mouth) and high during day - 435 mg/dl. Cs support asked patient to check time on pump, and the time was set 12 hours off. Patient then reported that the last few times she changed the battery, the time and date were some (B)(6) date (patient could not recall specific day). She wanted to get the right date and removed the battery. Cs explained the effects of rebooting to the patient. Date did not revert at this time, but cs walked pt through setting the correct time and date, did rewind, load and prime. This complaint is being reported because a patient on pump therapy experienced hypoglycemia related to the time/date discrepancy in the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: a review of the black box did not show a time/date reset to the default setting. A manual time change was observed on (B)(6) 2013 from 04:18 to 16:18. The total daily dose history showed two records for (B)(6) 2013. The pump successfully completed a delivery accuracy test and was found to be operating within required specifications. Unrelated to the complaint, a crack was observed near the case seal of the battery compartment. The returned battery cap was able to fully tighten to the pump and was used to complete all testing. During evaluation, the time and date reset to default settings when the pump was rebooted. Evaluation revealed that the internal clock battery on the printed circuit board had failed. The issue of inaccurate delivery was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.